Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure perforation of the left atrial appendage occurred while the mapping catheter was being manipulated in the left superior pulmonary vein (lspv), resulting in a drop in the patient's blood pressure. Pericardial effusion was confirmed by echocardiogram of the chest, and thus drainage was performed to aspirate it. The pericardial effusion was stopped but the procedure was aborted. The patient was not under general anesthesia. The physician commented that the patient¿s clinical progress was good. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided confirmed that there was no further issue with the patient's condition, and the patient was discharged as planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files confirmed at least ten applications were performed with balloon catheter, (B)(4), lot 73669. No system notices or issues were noted. A known clinical issue was encountered during the procedure. No physical product to be returned. If information is provided in the future, a supplemental report will be issued.